Manufacturer narrative:
Product event summary: the pulsed field ablation (pfa) catheter with lot number 0012128638 was returned and analyzed. Visual inspection was performed. The catheter was received with the guidewire threaded through it. The guidewire was received threaded into the catheter and extended 1.5 inches beyond the distal end of the catheter tip. The guidewire lumen was received extended with a damaged array loop assembly. The array pebax tube was torn at the proximal arm to dual lumen junction, causing the electrodes wires to be exposed. The nitinol array wire was pulled out of the proximal bond on the proximal end within the dual lumen. The shape of the catheter array was inverted, and the transition between the array and guidewire lumen partially detached from the tip. The pebax tube appeared kinked, pinched, twisted, and bulged at the distal arm. Electrode number three appeared displaced. X-ray and optical inspection were performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The nitinol array wire appeared bent on the proximal arm and distally to electrode number one. The wire of electrode number three appeared broken between electrodes number two and three. Optical inspection at high magnification revealed damaged insulation of the exposed electrode wires. Mechanical verification of the steering and slide mechanisms was performed. Initial stiffness in the slide control function was encountered, attributed likely to dried blood, yet it was still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit ablations to be performed using the generator. No other tests could be performed due to the returned condition of the catheter. The lopot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test revealed an open loop between electrode number three and connector pin number three, as expected. Further x-ray and optical inspection was performed. Dissection revealed the hole length was approximately 2.44 mm. The insulation of the electrodes wires seemed damaged, but no charred wires were observed. High magnification optical inspection showed the proximal arm pebax tear originated at the nitinol array wire thread hole at the proximal end of the catheter array tube. Dissection of the array confirmed the residue on the internal surface of the electrode number three is a solder point and adhesive used to attach the electrode wire and to seal pebax tubing. The electrode wire was confirmed detached from the electrode number three. In conclusion, the catheter failed the returned product inspection due to a damaged and inverted array assembly, exposed electrode wires, a torn array pebax tube at the proximal arm to dual lumen junction, detachment of nitinol angled array arm at the proximal bond on the proximal end within the dual lumen, pinched, kinked, bulged and twisted pebax tubing at the distal arm, and a failed electrical continuity test due to broken electrode wires and electrode displacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, electrode six would stop showing electrograms (egm) and get noisy. The pulsed field ablation catheter was disconnected from the catheter interface cable and reconnected approximately ten times to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.